Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Instruction for use (IFU): surgical procedures for vads and the use of vads are associated with numerous risks. Adverse events that may be associated with the use of the vad include cardiac arrhythmias. The pump may cause interference with aicds. If electromagnetic interference occurs it may lead to inappropriate shocks arrhythmia and possibly death. The occurrence of electromagnetic interference with aicd sensing may require adjustment of lead sensitivity proximal placement of new leads or replacement of an existing sensing lead. The medical team reported that they believed the reported event to be related to the device. Cardiac arrhythmias are found to occur more frequently in patients diagnosed with heart failure. In addition, the vad system or vad therapy issues can potentially exacerbate or lead to arrhythmia (i.e. Pump stop, suction events, migration of pump or pump components and/or interaction of the pump or pump components with heart wall/structure resulting in clinical compromise that requires hospitalization, IV antiarrhythmic, surgical procedure, cardioversion (including aicd firing). In this case, the patient was hospitalized after experiencing multiple aicd shocks. The shocks were deemed to be appropriate, as the patient was in a ventricular fibrillation rhythm. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. The most likely root cause of the reported event is the patient's significant cardiac history, including history of ventricular tachycardia, and related comorbidities. Though the root cause of the event cannot be conclusively determined; there are patient and procedural factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study database that this patient was admitted to the hospital for evaluation of palpitations and possible automated implantable cardioverter defibrillator (aicd) generator exchange. The patient reported feeling a vibration in his chest near the aicd. He reported that his concern for the aicd battery prompted him to come to the emergency department (ed). Physical assessment of the patient determined that he had been experiencing episodes of ventricular tachycardia, which were paced by the aicd. The patient denied chest pain, nausea, vomiting, shortness of breath, or any recent travel or exposure to anyone sick. He reported being complaint with all medications and felt "generally well". There no reports of any alarms from the vad. No further information was provided.